Event description:
It was reported that during a routine equipment evaluation conducted by the service technician, a drop of iridescent light brown oily fluid came out of the tip of the attachment when turned upside down. This event did not occur during a surgical procedure, there was no patient involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
This device does not contain any oil. The attachment has yet to be received by the manufacturer. A follow up report will be filed once the product evaluation has been completed.